Manufacturer narrative:
(B)(4). Final device analysis revealed s2 battery resistance high. The battery resistance waveform test showed a high resistance of 1017 ohms. The drug in the pump was baclofen.

Event description:
It was reported that the pump was replaced due to "battery depletion". No further information was provided.